Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45985". No adverse effects were reported. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in good condition. The device did have a scratched screen however. The device was started in application and problems were immediately found with the device double beeping while the cassette was attached. The "no disposable" alarm was observed.  The downstream sensor was replaced as a result.

Event description:
It was reported that the device was in use with patient for veletri for treatment of pulmonary hypertension. The reporter stated the device gave an alarm indicating a blockage. The patient could not identified a blockage in the tubing. The reporter stated the patient switched to their backup pump. No adverse effects to patient reported.